Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the stenosis remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event.

Event description:
Edwards received additional information that the 21mm valve was disabled after an implant duration of seven (7) years, five (5) months due to severe bioprosthetic valve stenosis. A second 23mm valve was implanted in the aortic position via a successful valve-in-valve procedure. Tee confirmed that the valve was in appropriate position with no significant pvl or evidence of complication. The patient was discharged to home in stable condition on pod#2.

Manufacturer narrative:
(B)(6). The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. The device history record (DHR) review could not be performed as the serial number is unknown. Without return of the device or additional information the clinical observation cannot be confirmed and cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 19mm aortic pericardial valve implanted for an unknown implant duration required transcatheter valve-in-valve procedure due to failing valve. A transcatheter valve was implanted inside the failing valve. No additional information was provided.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.